Manufacturer narrative:
Based on the limited information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. Photos were provided of the patient's back, arms and legs showing what appears to be a rash. Multiple attempts have been made to follow up with the contact, however to date there has been no response. At this time, no conclusion can be made. Allergic reaction is identified in the instructions-for-use, provided with the device as a possible complication. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported via an email message that the patient developed an allergic reaction (rash) following implant of a bard ventrio st mesh. As reported the patient is questioning if the cause of their possible lupus and or vasculitis is linked to the mesh. As reported the patient has no known allergies.